Manufacturer narrative:
Evaluation summary: two devices were received. The balloon tip had been pulled off of the shaft creating a leak path. There is liquid visible inside the balloon cuff. It was concluded that the user injected saline into the wrong tube causing the leak.

Event description:
It was reported by the affiliate that water leaked from the balloon. There were no adverse consequences to the patient.